Manufacturer narrative:
It was determined this issue was not reportable and the report was submitted in error.

Event description:
It has been reported to philips that the CPR puck housing separated into two pieces during a patient use event. There is no known consequences to the patient.